Manufacturer narrative:
One device was returned for analysis. Visual inspection found an opened/contaminated downstream occlusion seal. A review of the event history log (ehl) showed downstream occlusion alarms. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the damaged rdc connector on the main board. As a result, the connector and downstream occlusion sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the connector pins snapped off and was unable to connect the cord to the pump for medication delivery. During physical inspection, it was found that the downstream occlusion seal was opened and was contaminated. There was unknown patient involvement, no patient injury was reported.